Manufacturer narrative:
Failure analysis noted that the pump passed the displacement test, basic occlusion test, occlusion test, excessive no delivery test and prime/ compromised force sensor system alarm test. The motor passed the motor test. There was no motor error alarm. The pump had rf pic failed self-test alarm during self-test due to faulty y1 on the radio frequency board. The pump had minor scratched display window, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump was doing the internal check on its own and was alarming rf pic failed self-test and motor error. The customer's blood glucose reading was unknown. The insulin pump was returned for analysis.